Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) and an implantable cardioverter defibrillator (ICD) exhibited battery voltages that did not meet indications for implant. No attempt was made to implant the crt-d or the ICD. There was no patient involvement.